Event description:
It was reported that there was an unplanned trache change due to respiratory distress and reduced oxygen saturations. The customer felt it to be a blocked tube. When the parent initially inserted this tube, all was well but when the parent attempted to pass suction catheter down trache they were unable to advance the catheter. The trache tapes released and able to pass suction catheter easily, but unable to pass suction catheter when secured at normal tension. As a temporary measure, the trache was secured at a much looser tension. A new tube from a different batch number was used to resolve the issue.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection did not reveal any anomalies. Functional testing found there was no resistance when the device was in its free state, little to no resistance in passing a 12 fr catheter when the device was bent to represent a 120 to 90 degree curve. Bending the shaft more acutely did cause resistance with passing the suction catheter. It is likely the positioning of the patient caused internal pressures on the tube to be bent in a manner that did not allow easy suctioning. The reported problem could not be confirmed. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.